Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker had exhibited pocket erosion. A new leadless pacemaker was implanted. No additional adverse patient effects were reported. This pacemaker was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against this device was not confirmed. This device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental is being filed to capture d9: returned to manufacturer date and investigation results. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker had exhibited pocket erosion. A new leadless pacemaker was implanted. No additional adverse patient effects were reported. This pacemaker was explanted.